Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported foreign matter (black dust) was present in the fiber. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed. Lot # 7b06461 was sterilized and released on review of results of sterilization. All of the results were within specification and products were released in compliance with standard operating procedure. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 4. Visual inspection in accordance with test methods, and was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 7b06461. This is the only complaint for the affected lot. A photograph has been received for this complaint and has been evaluated in accordance with work instructions. The photograph shows dark grey/black specks on the fabric. No sample is being returned therefore it cannot be determined what the foreign matter is. All operators will be informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.